Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4)

Event description:
It was reported that during an attempted implant, the lead exhibited high impedance and the physician was unable to obtain a threshold measurement. The lead was removed. No patient complications have been reported as a result of this event.